Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove the cartridge and inspect the o-ring, which was found to be in place and undamaged. Further inspection of the pneumatic tap area revealed no debris, and the customer was advised to clean it. However, the customer was unable to clean the area due to a lack of supplies and did not have any more insulin to load a new cartridge but planned to acquire more insulin later and contact support if further assistance was needed.